Event description:
It was reported that at the beginning of the procedure, as soon as the doctor stepped on the laser pedal, the fiber came apart at the fiber hub junction. The doctor attempted to use a second fiber and experienced the same event. Both fibers were outside of the pt when they pulled apart. The case was completed with another brand of fiber. Pt outcome: "no harm to pt." This report is for the first fiber.